Event description:
During a percutaneous transluminal angioplasty (pta) to a dialysis arm graft, the balloon was reported to have ruptured. During inflation, the physician exceeded the rated pressure for the balloon, and the balloon burst. The vessel was described as having a very stenotic band that was resistant to balloon dilation. While withdrawing the pta system, the tip of the balloon catheter separated and remained in the pt on the wire. The physician decided to leave the wire in the pt and called a surgeon who removed the catheter tip and the wire. It was reported that there was no pt injury. A DHR review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. This review was extended to subassemblies, and confirmed that subassemblies met all requirements per the applicable manufacturing quality plan as well, including burst test values. With the limited amount of info available and without the return of the product or films of the procedure, it is not possible to determine the relationship between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.